Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The reported problem was confirmed. The cause of the "check belt" message was a damaged cable section of the electrode belt. The cable section from the ECG node c to ECG node d had internal wiring damage. When the section of cable was manipulated the front to back and side to side ECG channels would intermittently be lost. The root cause of the damage to the cable cannot be positively determined. No adverse event resulted from the damaged cable. The psr received a replacement electrode belt.

Event description:
A zoll lifecor patient services rep. Contacted customer support to report that he could not successfully report a patient's baseline ECG. When he attempts the baseline process the device generates a "check belt" message. The psr suspect electrode belt was replaced.